Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that a consumer had read things online from other people saying that there were "bolus problems" with the pump. No further complications were expected or anticipated.